Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was obtained: what is the product code for the device that was used in the procedure? Product code: cdh29p what were the indications for surgery? Indications unknown what surgical procedure was performed? Low anterior resection when attaching anvil, was this proximal or distal end? Proximal end when the retraction of the anvil was noticed, was the user holding the rotation knob in place? The user was not holding the rotation knob did the patient receive any preoperative chemotherapy or radiation? Unknown were there any issues experienced with the device in the initial surgical procedure? No issues with the device during initial procedure. What healthcare professional fired the device and what is his/her experience with the device? Resident fired the device. Resident was inexperienced with the device. Prior experience was using the manual circular stapler, not powered. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? The surgeon waited 15 seconds after closing but it is unknown whether the resident tightened again prior to firing. Were there any issues with device use/firing? Yes, leak occurred after firing. What confirmation was received that the device completed the firing sequence? Breakaway washer was heard and green illuminated check. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 to 3 360 degree revolutions was there any difficulty removing the device? No difficulty removing. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes, donuts were intact. Were there any issues noted with staple formation? If so, please describe the shape and location. No visible issue with staple formation. Was a leak test performed? If so, what type and what was the result? Yes, the leak test failed. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. What was observed at the site of the leak upon reoperation? No visible staple malformation noticed. How was the leak addressed? Intraoperatively, it was oversewn. Postoperatively, medication and reoperation. What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that post op to a low anterior resection the pressure to attach anvil through thick tissue caused the trocar to retract backward towards staple housing. Despite the anvil attaching to trocar, the anastomosis resulted in a leak intraoperatively and later, postoperatively. Staples appeared to be properly formed and donuts were intact. This ultimately resulted in an anastomotic leak intraoperatively that needed to be over sewn. 5-7 days after the surgery, the patient developed fever and pain which was caused by an anastomotic leak postoperatively. The patient was given medication for inflammation and pain. No other information is available.